Event description:
It was reported to nova biomedical that a consumer received a result of 329 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin based on the reading. The consumer experienced a hypoglycemic event requiring medical intervention. When the consumer was tested at the hospital on an unk meter and at unk time frame the reading was 29 mg/dl. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.